Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2013. Uneventful device explant on (B)(6) 2015. Device found in correct location/geometry. Patient in satisfactory condition after explant.

Manufacturer narrative:
Device traceability information: lot number 4966. Serial number (B)(4). Patient is reported as ok with some lingering pain after explant. Product not returned to manufacturer.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2013. Uneventful device explant on (B)(6) 2015. Device found in correct location/geometry. Patient in satisfactory condition after explant.